Event description:
A 24mm x 14mm diameter x 13.5cm aneurx bifurcated stent graft and its components were inserted for the endovascular treatment of a 55mm abdominal aortic aneurysm with an adequate aortic neck in a pt in 2001. The pt had a history of hypertension, advanced age and rheumatoid arthritis. The diameter of the proximal non-aneurysmal aortic neck was 20mm and the length from the proximal on-aneurysmal aortic neck to the distal non-aneurysmal iliac neck was 110mm. The bifurcated stent graft was delivered from the left side with the aid of a 22 french sheath. During bullet and runner retrieval, an undue resistance was encountered. In order to prevent distal displacement of the main body, retrograde gate access was attempted, but was unsuccessful. Thus, left brachial access was established and a 16 french sheath was advanced into the device. A 16mm diameter x 11.5cm length iliac limb graft was partly deployed in order to provide stable contralateral support for the main body. The 16 french sheath was then pulled down and the right iliac limb was fully deployed. A retrograde angiogram of the left iliac system revealed a distal endoleak. Dilatation with a 14mm x 4cm angioplasty balloon failed to resolve the leak; therefore, a 16mm diameter x 5.5cm length iliac cuff extender was added. The final angiogram revealed patent renal and hypogastric arteries with no proximal or distal endoleaks. A small amount of transgraft flow (blush) was seen. No additional clinical sequelae have been reported.